Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that her one touch ultra had a power issue. Medical affairs specialist had attempted to contact her on (B)(6) 2004 at the phone number provided. The answering machine did come on, but unable to leave a message due to a full mailbox. A letter will be sent to her. Based on the initial information reported, the meter would turn off during use. It was verified during troubleshooting, that the batteries were correctly installed and the contacts were in good condition. The batteries were last replaced less than one year ago. She had further reported that she was treated by a medical professional, although it is unknown as to what the treatment was and if her blood glucose level was tested on another meter. She had been experiencing headache and thirst. Due to insufficient information, it cannot be concluded that the meter malfunction contributed to an adverse event. However , this case is reported as a meter malfunction since the power issue was not resolved.